Event description:
It was reported by healthcare professional "we received supplies on friday, and our vas nurses were unpacking (was completely sealed) found food fragments." It was reported this occurred with three kits. This report addresses the first kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of food particles within a shipping box is confirmed; however, the exact cause is unknown. One open box containing three sealed 5 fr dual lumen powerpicc ft 3cg kits was returned for evaluation. An initial visual observation showed grease stains on the cardboard of the opened box as well as on the surface of the sealed kits. Within the box, a relatively large amount of what appear to be crackers were found in and around the three sealed kits. Most of the food particles were found at the bottom of the box, and the tyvek of the kit at the bottom of the box was observed to be thoroughly saturated with a yellowish grease. Multiple layers of tape were observed on the top flaps of the cardboard box. Due to the opened state of the returned box, as well as the evidence that the box was sealed and re-sealed multiple times, it was not possible to determine when the food particles were introduced into the box.

Event description:
It was reported by healthcare professional "we received supplies on friday, and our vas nurses were unpacking (was completely sealed) found food fragments." It was reported this occurred with three kits. This report addresses the first kit.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv0013 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refv0013) have been reported from the same facility.